Manufacturer narrative:
B3/d10 (event date): the event occurred on an unspecified date in april 2024; further described as "the week of april 14th." Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of amia automated pd cycler sets were damaged; further described as "some of the cassettes looked snatched and others were melted." This was observed during multiple steps for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.